Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 21.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an intra-aortic balloon therapy (iab) an optical sensor malfunction alarm occurred in the ICU, making it impossible to display blood pressure on the sensor. While blood pressure was still monitored using the peripheral blood pressure on the patient monitor, the iabp was discontinued due to an ECG trigger. No harm reported.